Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date. Blood glucose level at the time of the incident was 600 mg/dl. Customer did not provided any information about the symptoms due to high blood glucose. Insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed for 3 times. Customer reported they were unable to clear the alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black the customer was hospitalized for alleged high bg's, and pump error 38 on (B)(6) 2022. The device passed the self test, sleep current measurement, and active current measurement. The device was received with constant pump error 38 during the rewind test. Unable to complete the functional testing, including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to constant pump error 38. The device had constant pump error 38 alarm during the rewind test [see date and time below] in the device history file due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. There was no pump error 38 was the device history file on the event date 21-jul-2022. However there was multiple pump error 38 noted on the following day, (B)(6) 2022 and during testing on (B)(6) 2022. Please see below for the pump error 38 listed in the device history file. (B)(6) 2022 19:13:18.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2022 19:13:50.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2022 19:15:25.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2022 19:16:11.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2022 19:39:13.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2022 19:40:12.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2022 19:50:00.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2022 19:51:22.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2022 19:57:33.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2022 07:05:20.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2022 07:18:52.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2022 06:43:36.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2022 06:47:24.000 alarmalertnotification faultnumber = stuck motor alarm (38) the following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. During visual inspection, the electronic assembly had moisture damage. Pump error 38 was confirmed. Unable to completed the functional testing due to pump error 38. Unable to confirm alleged high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.